Event description:
In 2004, the pt was implanted with a vented electric left ventricular assist device (lvad). Three months later, the MFR received a call from the vad coordinator reporting that the pt was up in a chair, awake, and alert. During this time the pt had increased drainage noted from a sinus tract wound and in the jp drain. The pt's hgb/hct were checked and results showed low. The physician was notified, and decided to take the pt back to the o.r. For exploration. The physician re-opened from the umbilicus to mid-sternum. There was fibrous tissue in growth noted around inflow valve. Upon further exploration, suture over ptfe on the inflow valve was found to be broken and the inflow valve was exposed. Per the family wishes no further treatment was done. Pt expired in the o.r. An explant return kit was ordered and will be sent to hospital for return of this pump and all components.